Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit will not power up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that the issue was caused by saline spills. In order to solve the issue, the fse replaced the power supply monitor (0670-00-1166), as well as, the cart bulk power supply (0014-00-0258). The fse them completed a full calibration, functional testing and safety check to factory specifications. The unit was then returned to the customer and cleared for clinical use.